Event description:
During a rotator cuff tear repair procedure and bursectomy, it was reported the electrode had detached from the tip of the wand and an x-ray confirms the tip remains in the soft tissues of the pt's shoulder. There was no reported pt injury or complications. There are no plans to reoperate to remove the fragment.

Manufacturer narrative:
The device has not yet been received for investigation. Awaiting return of the device to complete the investigation.